Manufacturer narrative:
(B)(4). Correction-the g5 system is associated with product code pqf. Product code pqf is not currently available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia, that can lead to comas.

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, an adverse event had occurred. The patient's mother reports that the patient was hospitalized for a diabetes related event. It was stated that the patient's blood glucose reached over 800mg/dl and the patient went into diabetic coma. The patient's mother drove the patient to the hospital on (B)(6) 2016 and the patient was transported by hospital ambulance to different hospital on the same day. The patient was admitted to the hospital for 5 days and discharged on (B)(6) 16. The patient was given insulin, tamiflu (for flu), and antibiotics. It was reported that the patient was not wearing his dexcom system at the time of the event due to his transmitter reaching the end of life. No product defects or failures were alleged. At time of contact the patient's condition was stable. No additional event or patient information is available.